Event description:
The doctor was working on the left peroneal and attempted to place the 2.75mm x 14mm resolute integrity stent without success. The stent was removed intact on the balloon. A 3.0mm x 16mm promus element stent was used in place of the damaged stent. No injury to patient and patient was treated successfully with another brand of drug-eluding stent (des).